Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the patient line during their pd treatment. The patient reported receiving an air detected in cassette alarm during drain 2 of 3 of treatment and the treatment was cancelled. The message occurred multiple times. Unused lines were clamped. Air bubbles were found in the patient line. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). Additional information requested but to date has not been obtained.